Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow in clinic premature discharge of battery was observed. Patient monitoring was suggested; no further action was taken. The patient was asymptomatic and in stable condition.

Event description:
New information states that two separate delayed charge time episodes were observed trough remote transmission. Patient was asymptomatic. The device was explanted and replaced. Patient was in stable condition after the procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.